Event description:
I had a colostomy reversal on (B)(6) 2017 and had felt very sick during this whole time period til approx (B)(6) 2018 when I noticed an unusual issue occuring at incision site of my colostomy, I notice the skin was very sick looking and was a deep purplish / pink color and was festering. I went to my oncologist and they just gave me antibiotics. During this whole time, I told my wife something is wrong and it is not the cancer or chemo that is killing me, I felt very deathly ill and seriously thought I was dying. If I had cleared up somewhat and then approx 3 weeks later, the wound site still looked bad and I was feeling even worse. Went to my oncologist again and gave me more antibiotics, and a few days later, my wife and I were inspecting it and we concluded that a surgical staple was surfacing. The next day the staple was at the skin's surface and we recovered it and still have it as proof. To this day, I still tell my drs and other med professionals that it still feels like I have another staple that is trying to surface but cannot find its way out of my body. No scans CT, pet or any test has showed that. Just a couple of weeks ago, I heard of a recall with class action lawsuits occuring but have been told I do not qualify for compensation for my ptsd and personal trauma the staple caused. My surgery occurred at (B)(6) hosp in (B)(6) in (B)(6) 2017. FDA safety report ID# (B)(4).